Event description:
It was reported that the patient had a sudden loss of stimulation prior to the day of report. There was no accident or incident related to the event. The programmer was noted to be working and batteries were good. There was no stimulation at the highest amplitudes on either channel. The stimulation was turned off. Additional information was requested.

Manufacturer narrative:
Extension model 748951 (B)(4) implanted: (B)(6) 2003 explanted: na. Extension model 748951 (B)(4) implanted: (B)(6) 2003 explanted: na. Lead model 3998 lot lb7951 implanted: (B)(6) 2003 explanted: na. Programmer model 7435 (B)(4).

Event description:
It was further reported that the patient was still having device concerns but was working with their healthcare professional. The patient had an appointment on (B)(6) 2012 - details were not provided. If additional information is provided, a follow up report will be sent.

Event description:
Additional information received reported that the patient experienced a loss of therapeutic effect. Impedances were measured at 2.0 volts and 210us as the patient could not tolerate higher settings. The only "good" contacts were 12, 13, and 23. It appeared as if the left lead or extension was disconnected because all bipole pairs and 4-7 measured greater than 4000 ohms. Additional information received reported the patient had been scheduled for a neurostimulator replacement with a pain physician. Once in the procedure, it was discovered that there was a lead fracture. See manufacturer report# 3004209178-2012-02102 for continued issues regarding the lead fracture with the patient's subsequent implantable neurostimulator.

Manufacturer narrative:
(B)(4).